Manufacturer narrative:
The device has not been received for analysis, however, there is a picture attached to the complaint and it is possible to confirm that the catheter shaft was damaged. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The blazer open irrigated catheter was selected for use during the procedure to treat an atrial flutter (afl). It was reported that during preparation of the catheter, the physician observed a fracture on the upper body near the tip. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. It is unknown if product is available for return.